Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap from the additive port of a small volume folfusor was loose and leaked 5fu solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo does not clearly show evidence of leak on the alleged device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.